Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with chipped top case on the corners and cracked plunger case. Event log history was performed and indicated that battery communication timeout, battery not working was recorded in history. During analysis the reported issue was able to be duplicated, battery communication timeout found at power up and all battery values were zero. It was noted that normal wear was the cause of the reported issue. Service replaced and fully charged the battery, replaced cracked top case and performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery communication error and had issues with the top case. No adverse effects were reported.